Manufacturer narrative:
Evaluation by the vendor found a single sample was returned and received in good condition in original, unopened packaging and the lot number confirmed. Visual inspection found that the lead wires were properly connected, the paper release liner separated from the adhesive as expected, no manufacturing anomalies or damage was observed, and the device met manufacturing specifications. Hydrogel adhesion, EKG and electrical performance testing all met specification. The issue of "no EKG readings" was not observed. Additionally, the complaint lab received two product samples, one received in original, unopened packaging and the other received open, used and folded together. Evaluation found there were no issues with electrical continuity, peel functionality or visual attributes with the unopened sample. The used sample was not able to be visually inspected due to condition of receipt however, continuity was tested, and no issues were found; no further testing was possible. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 9 complaints regarding 28 devices for this device family and failure mode. During the same time frame 2,241,280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00001 per the instructions for use, the user is advised the following; make sure the skin is dry i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. Do not fold, trim, crush, or store under heavy objects. Misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device has been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 2001m-c, pad pro defib pads were used in the catherization lab during a procedure on (B)(6) 2019. They had to use multiple pads from a couple of different lots and experienced no EKG readings. The pads were replaced with competitor pads and tracing was performed as normal. The conmeds representative was notified at the end of the day and immediately responded with no return communication. He stopped onsite the next morning to gather samples, and intel of situation and what is going to happen. The current status of the patient is stable. This report is being raised based on device malfunction with potential for injury upon reoccurrence.